Event description:
Customer reportedly received results of 238 mg/dl and 117 mg/dl within 10 mins on the advantage system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.